Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 19mm trifecta gt valve was implanted. On (B)(6) 2024, the valve was explanted due to stenosis. A new unknown sized, unknown manufacturer valve was successfully implanted. The patient was reported to be stable and recovering.

Manufacturer narrative:
Explant due to aortic valve stenosis was reported. The device was returned to abbott for investigation. The sewing cuff was noted to be detached from valve and contained biological material. All three cusps were noted to be torn and had limited mobility when manually manipulated. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the reported aortic valve stenosis appears to be related to the patient condition (pannus formation, calcification, and fibrous thickening). However, the cause of the pannus and calcification formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted and a replacement valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.